Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2008 (B)(6); product type catheter. (B)(4)

Event description:
It was reported that the patient developed (B)(6) and the pump had to be taken out after a month of implant. Reportedly, this patient had at one time experienced baclofen withdrawal. This device system delivered baclofen. It was further reported that after the patient¿s first pump was removed due to the (B)(6) the patient went through 24 hours of baclofen withdrawal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the date of onset of the infection was (B)(6)2008. The infection was located at the pump pocket. The patient experienced wound dehiscence twice with pus at the 2nd dehiscence. The cause of the infection was the wound dehiscence. There was no fever and it was stated that there was no withdrawal. There was an attempt at conservative management with irrigation of the pocket on (B)(6) 2008. The issue was resolved and the patient was successfully re-implanted the following year.